Manufacturer narrative:
Failure event observed during analysis. Final analysis found the power plug was melted at the prongs. Burn damage was reported.

Event description:
This report is to advise of an event observed during analysis.